Event description:
A customer contacted beckman coulter inc. (Bci) stating they heard a loud noise from the system and saw smoke. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the right side fan. System is operating acceptably now.